Event description:
A healthcare facility in (B) (4) reported via a fisher & paykel healthcare rep that the heater wire pins of an rt329 infant breathing circuit were bent, preventing the electrical adaptor from connecting to the heater wire socket. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The rt329 infant continuous flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.